Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 6.3, lab: 2.5. Patient's therapeutic range: 3-4 inr. Patient's coumadin dose was adjusted due to high inratio2 result.

Manufacturer narrative:
Investigation pending.